Event description:
It was reported that during the cranial closure surgery, the screw was broken during screw insertion. All the pieces were removed from the patient and changed to another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient and there was no surgical delay. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment. Visual analysis of the photo revealed that the head of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was observed sliglty stripped. Broken condition was not observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. During the procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ã¸1.5 self-drill l4 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.01s. Lot number: 9335p58. The product was released on: 08 feb 2024. Manufacturing site: jabil bettlach. Expiry date: 01 feb 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.